Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately five years post-implantation, the patient underwent a left hip revision due to progressing pain and high metal ions. During the revision, the head was unable to be removed from the stem. An eto was preformed and all components revised. The stem was secured with cerclage cables. Following the procedure, the patient was transfused with 1 unit of packed red blood cells due to blood loss during the procedure. Attempts have been made and no further information has been provided.